Event description:
The pt was on a step down floor slightly confused. The pt rang for the nurse to help them to the bathroom, but then decided to try to ambulate by themself. When the nurse entered the room to assist the pt, they found the pt unconscious at their bedside with the system controller alarming with a red heart alarm. The nurse pneumatically actuated the device with the device hand pump while the cause of the alarm was investigated. The nurse discovered that the pt's system controller was disconnected from the lvad. Upon reconnecting the system controller to the lvad, the lvad resumed normal operation. The pt was not injured by the event.